Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was some episodes of noise resulting in episodes of automatic mode switch (ams) noted on the right atrial (ra) lead. No intervention was performed to resolve the event and the patient was in stable condition.